Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient had experienced a blood glucose (bg) of 376 mg/dl with being sluggish, polydypsia, polyuria, extreme drowsiness associated with a loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times despite changing the cartridge. The reporter stated that the user did not use a cartridge from another box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.